Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-dec-2024. Investigation summary: bd received two (2) photos and 14 samples for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that has not properly recovered over the np cannula. A total of 14 customer samples underwent functional tests, where all samples passed, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these samples passed further functional tests, demonstrating they could be activated properly with no evidence of defects or leakage. Meanwhile, functionality tests were conducted on 30 retained samples. One (1) of these samples failed due to sleeve leakage observed from poor sleeve recovery. However, all 30 retained samples passed additional functional tests, confirming proper activation with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery. CAPA has been created to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the wingset fell apart during use. When the tube was pulled from the wingset, the non-patient needle end did not stay in place causing blood to leak on (4) devices. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the wingset fell apart during use. When the tube was pulled from the wingset, the non-patient needle end did not stay in place causing blood to leak on (4) devices. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.